Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A broken and leaking dacapo powerpack was received at service _ repair. Currently there is neither a report of patient contact with the leaking electrolyte chemistry nor injuries.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a final report.

Event description:
A broken and leaking dacapo powerpack was received at service _ repair. Currently there is neither any report of user contact with the leaking electrolyte chemistry nor injuries.